Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 300 mg/dl during the phone call. The customer did not want to troubleshoot but he attributed the high blood glucose levels to two things. The cannula being bent when it was removed, and the insulin pump registering active insulin when calculating for boluses. Advised the customer to speak with his medical doctor about the correct active insulin time for his needs.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.